Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h3, h6, h7, h9. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the shape of the detached rubber fragment matches that of the damaged portion of the biopsy valve, leading to the conclusion that the detached rubber fragment is part of the biopsy valve. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inserting or removing the guide sheath or syringe at an angle placed stress on the area surrounding the hole in the rubber component. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a diagnostic transbronchial lung biopsy procedure, a disposable biopsy valve was used. While injecting anesthetic solution via syringe, foreign material emerged from the distal end of the scope and fell into the patient¿s bronchus. The foreign material was retrieved by suction. The procedure was completed using the same device. Since a component of the biopsy valve was found to be chipped, the foreign material was likely part of the biopsy valve. There were no further reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.